Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the anterior aspect of the instrument's tip fractured and dislodged into the patient (after the surgical incision). The tip of the instrument got dislodged and was suctioned up the suction tubing. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified a fairly flat fracture with torsional movement of the material consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.